Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency coronary treatment when the issue occurred, and the procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro storage wasn't possible due to an issue with the image disk. Analysis of the system log file showed that there was malfunction with the image processing. During troubleshooting, the fse suspected that the issue was due to faulty image. The fse recreated the image store and replaced the image disk twice, but it did not resolve the issue. In the subsequent case, the fse replaced the host pc and ip-pc (image processing pc) and upgraded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the device was unable to perform fluoroscopy or exposure. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the image disk was replaced, the system was returned to use in good working order.